Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture from pool water. The blood glucose reading was 330 mg/dl. The customer stated that she had jumped into the pool and forgot to disconnect from the device first. She also noted that she was probably having high blood glucose levels because the device had gotten wet. The insulin pump had fallen to the floor once or twice as well. The customer observed a crack that ran from the top by the battery compartment leading toward the screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Moisture damage noted on electronic assembly. During visual inspection insulin pump had broken reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners.